Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using humulin r - u100 insulin with the pump. Tandem customer technical support informed customer that humulin r - u100 insulin is off-label per the user guide. Customer attempted to perform the fill tubing step using original cartridge but ultimately changed the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.